Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Corrected b5.

Event description:
It was reported that a patient developed aortic regurgitation grade 3 after implant of a 30mm 5300m mitral annuloplasty ring. The device remains implanted. The surgery was performed in this order a mitral valvuloplasty (p3 triangular resection) and implant of the 30mm 5300 ring, pulmonary vein isolation, left atrial appendage closure, and tricuspid annuloplasty with a 28mm 6200t. After completing all procedures and releasing the aortic clamp, echo showed aortic regurgitation. Because both ventricles had become swollen due to increased blood volume secondary to the regurgitation, the surgeon decided to perform aortic valve replacement, so the aorta was re-clamped and a 19mm 11500aj aortic valve was implanted. The patient status was reported as recovered. Per the reported information, to implant the ring no sutures were placed on the aortic side. The surgeon requested edwards to provide information on whether there have been any cases of ar following ring implantation in models 5300m and 6200t, respectively, and if so, what was the cause. The surgeon also asked for information on the case report, incidence rate, and causes of ar following ring implantation of overall mitral partial/complete annuloplasty rings and tricuspid annuloplasty rings. Per f/u according to the surgeon, mild ar was observed prior to the surgery, but no issues were confirmed in the aortic valve, such as leaflets thickening or immobility.

Manufacturer narrative:
Video imaging evaluation: the procedural video is not sufficiently clear, and the view of physio flex ring implantation was obstructed. The video does not include the tricuspid annuloplasty procedure. It was unable to determine the mechanism of aortic insufficiency from the footage. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Echo imaging was received and reviewed by third party echo imaging expert: echo imaging impression: the submitted images are of poor quality and, without associated times of acquisition, are difficult to associate with specific surgical intervals. The images document ar after the first pump run, although the mechanism is not defined. The presence or absence of ar was not defined on the submitted pre-pump images, and an interval change cannot be confirmed. With very limited interrogation of the valve, it is unclear whether the appearance of aortic valve leaflet thickening and decreased leaflet motion during the post-pump #1 interval is real (albeit transient) or a function of imaging artifact. Refer to MFR report number 2015691-2023-18251 for tricuspid annuloplasty event information during same operation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient developed aortic regurgitation grade 3 after implant of a 30mm 5300m mitral annuloplasty ring. The device remains implanted. The surgery was performed in this order a mitral valvuloplasty (p3 triangular resection) and implant of the 30mm 5300 ring, pulmonary vein isolation, left atrial appendage closure, and tricuspid annuloplasty. After completing all procedures and releasing the aortic clamp, echo showed aortic regurgitation. Because both ventricles had become swollen due to increased blood volume secondary to the regurgitation, the surgeon decided to perform aortic valve replacement, so the aorta was re-clamped and a 19mm 11500aj aortic valve was implanted. The patient status was reported as recovered. Per the reported information, to implant the ring no sutures were placed on the aortic side. The surgeon requested edwards to provide information on whether there have been any cases of ar following ring implantation in models 5300m and 6200t, respectively, and if so, what was the cause. The surgeon also asked for information on the case report, incidence rate, and causes of ar following ring implantation of overall mitral partial/complete annuloplasty rings and tricuspid annuloplasty rings. Per f/u according to the surgeon, mild ar was observed prior to the surgery, but no issues were confirmed in the aortic valve, such as leaflets thickening or immobility.